Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, despite proper application and an experienced surgeon, the cable of the 8mm small grasping retractor instrument tore intraoperatively. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the small grasping retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.